Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. We were unable to verify alarm due to motor error alarm. The insulin pump passed the operating currents test. We were unable to verify alarm or perform the self-test, unexpected restart error test, displacement, basic occlusion, occlusion, prime and no delivery tests due to motor error alarm. The motor passed motor test. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer's blood glucose at time of incident was unknown. Customer received position encoder error alarm and some motor error alarm in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.